Event description:
It was later reported that the cause of the previously reported volume discrepancy was unknown. No troubleshooting, interventions or other actions were taken. The patient was stable and experienced no changes and the issue did not appear to impact the patient¿s care. At the time of this report, the hcp planned to continue to monitor.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating the actual residual volume (arv) exceeded the expected residual volume (erv), 9 ml to 4 ml, at the refill. At a previous refill the arv was 8 ml and erv was 4 ml. They noticed that for the past 1.5 years it seemed that this type of pattern started. The patient denied having any therapy issues as of the date of the report. The medication infused was lioresal.